Manufacturer narrative:
The meter and test strips were requested for investigation. The customer only returned the meter for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1::45, 46, 45 mg/dl, level 2: 306, 314, 317 mg/dl. All returned results are within an acceptable range. The product performed according to the specifications. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable glucose results for one patient with accu-chek inform ii meter serial number (B)(4). The initial result at 4:44 p.m. Was 515 mg/dl. The repeated result at 4:48 p.m. Was 225 mg/dl. The second repeated result at 4:52 p.m. Was 109 mg/dl. At 4:55 p.m. The patient was tested with an unknown meter with a result of 173 mg/dl.